Event description:
An end user reported while on a patient pickup call, the patient sat on the stair chair and the seat frame of the chair collapsed and the patient fell to the floor. An attending medic stated they heard a "noise" and observed hardware from the chairs seat assembly fall to the floor. The patient alleged back and neck pain and was transported to the hospital for evaluation. The patient was transported to the main stretcher and ambulance via a flexible hand carried stretcher. No additional details have been provided regarding the patient outcome following evaluation at the hospital.